Manufacturer narrative:
Follow-up # 1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a torn force sensor flex wire. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing.

Event description:
The user reported that the pump dispensed insulin from the cartridge during the load step. There is no evidence however, that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time. Recall #2531779-03/24/2010/003-r.